Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site. During troubleshooting, the turbine module was determined as faulty and was therefore replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Analysis of the provided device logs confirms the reported issue with the generated technical error code. In the logs, the technical error code indicating a turbine module input voltage failure appear after a power switch from battery to mains. The turbine module was returned for further investigation. The turbine module was installed in a reference ventilator for simulated use testing. During this testing, the device successfully passed the pre-use check. After passing, ventilation was performed for two days without generating any alarms or errors. Multiple power source switches from battery to mains were performed during ventilation, yet no technical error code indicating a turbine failure appeared. Following the ventilation period, several pre-use checks were conducted, all of which passed. The conclusion is that the device failed to meet its specifications during the reported event. The reported issue could not be reproduced during further investigation at manufacturing site. Therefore, no definite cause can be established at this time.

Event description:
It was reported that the ventilator generated a technical error code indicating turbine module input voltage failure. There was no patient harm. Manufacturer's ref. #: (B)(4).